Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the pump history shows a 0.00u basal program from (B)(6) 2015 04:01 to (B)(6) 2015 14:30. No eaw¿s related to the complaint observed in the alarm history. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate initial complaint. Battery compartment is cracked below the bumper pad. Display screen has a pinkish contrast. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 08/06/2015 alleging a history settings issue. The reporter stated that the patient's blood glucose (bg) went down to 50'smg/dl with severe headache, dizziness, blurred vision and confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history does not match the active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.